Event description:
It was reported to philips that the therapy delivery test failed. The customer requested to return the device to the bench for evaluation and repair. There was no report of patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the capacitor is defective and needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The customer did not indicate accepting the repair quote, therefore the quote was discontinued. The investigation will be resumed if the customer accepts.